Event description:
I had to dig it out of me. Half the cotton will be still inside me - vagina [foreign body in reproductive tract]. String unattached from the cotton. Half the cotton will be (still inside me) and the other half will come out with the string [device breakage]. Case narrative: consumer reported via e-mail that the string unattached from the tampon and the tampon will break in half. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.